Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 14 after delivering 0 pulses, indicating that the pod did not complete the activation process after being filled. No issues were observed that would prevent the pod from completing activation and deploying.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The patient's blood glucose (bg) values reached 450 mg/dl. The pod was worn less than 1 hour.